Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a right-side "possible deflation." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, g1, h6.

Event description:
Healthcare professional reported a right side "possible deflation." Healthcare professional later reported implant removal from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported "fear alcl." Device has been explanted and replaced.

Event description:
Healthcare professional reported a right-side "possible deflation." Healthcare professional later reported removal from textured to smooth due to concerns of the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product-procedure: unable to observe since it is not related to the device. Deflation: not observed. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.